Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was a calcified chronic total occlusion (cto) located in the very tortuous right coronary artery (rca). After the placement of a liberte 4.0x24mm stent, the balloon was used to post-dilate the stent. On the second inflation, the balloon ruptured at 16 atms. The atms of the first inflation are unknown. The procedure was completed with another quantum maverick monorail balloon. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The cause of the difficulties stated in the complaint could not be determined. The manufacturing records for top assembly batch 8999153 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.